Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited post shock oversensing during the implant procedure. The ICD was implanted.